Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device neither the charge button nor the energy select buttons on the device front panel were functional. The complainant indicated that there was no pt involvement in the reported malfunction.